Event description:
Reporter applied patch to husband's lower back for 6-8 hrs. When he removed the patch some skin came with it, skin around area was bright red like blisters in 3 places. He is using non stick pads to cover area. He tried antibiotic cream, but it burned. He has also applied cool compresses. Other drugs taken: equate arthritis tabs, vitamins and minerals, cholesterol meds, flowactrine.